Event description:
Procedure type: gastrectomy. According to the reporter: on the third day after surgery, the pt presented with chest pains. The doctor requested a scan that showed a failure of the anastomosis. Surgery was required to repair the anastomosis. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).